Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a revision surgery after being presenting with pain and dislocation. Per report upon exposure it was noted that tissue and bone necrosis had occurred causing the abductors to detach, the proximal femur from greater trochanter down to lesser trochanter to be necrotic and corrosion to exist between the stem and neck junction.

Manufacturer narrative:
Additional data under recall: z-0945-2017 and z-0946-2017. (B)(4).